Event description:
Event description guidant received information that the patient with this implantable ventricular lead was admitted to the emergency room due to chest pain one week following the implant procedure. An evaluation determined that a perforation had occurred with this lead.